Event description:
It was reported that during preoperative testing of the machine, the hosp reportedly noted that two vaporizers can turn on simultaneously. There were no report of pt involvement. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.